Event description:
A nurse reported that a knife was noted to be blunt while attempting the incision during surgery. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
Evaluation summary. One opened 2.2 db hp2 intrepid knife with blade stuck in foam in a plastic bag was received for the report of a blunt knife. The sample was visually inspected and was determined to be visually nonconforming with a damaged tip. Penetration and sharpness testing could not be performed due to the damage of the sample. For this complaint file, the final customer lot was identified. A review of the device history record (DHR) for the reported lot number has been performed; no anomalies were found. The product was released in accordance with the product¿s acceptance criteria. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, improper handling, or contact with another instrument during surgery or set-up. (B)(4)

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. The manufacturer internal reference number is: (B)(4).